Event description:
Device 1 of 2. Ref MFR report #1627487-2012-10587. The pt received an scs system which included an ipg and two leads (device info for the leads is unk at this time). The pt reported she has not used her scs system since (B)(6) 2011. The pt advised she had undergone emergency surgery and the scs system has not worked since. The pt reported she has continued to charge the ipg; however, she does not use stimulation stating that it is very painful. The pt also reported experiencing pain at the ipg site. F/u info identified the pt attributes the pain in part to her scs leads and the length of time they have been implanted. The pt stated she would like to have the system removed and is in the process of finding a physician who will perform the surgery. Surgical intervention will be undertaken at a later date to resolve the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Correction number: 1627487-12192011-003-r; 1627487-07262012-002-r. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.